Event description:
Provider placing central line in patient with a notably shorter neck than usual. Provider noted that the springwire went down without problem. Vessel was accessed without issue. Dilation was completed without difficulty. Provider did experience some difficulty when removing the springwire out of the catheter. Springwire was able to be removed, however- it was not noted during that time that the wire was broken. Found on x-ray 5 days later, requiring surgical removal. Approximately 20cm of outer springwire was removed from patient.